Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory tested. There was no impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: identification process of positive vials and operational doubts.

Manufacturer narrative:
H.6. Investigation: customer reported an early life failure (elf)issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd field service engineer was dispatched and confirmed that the false positives are caused due to the temperature fluctuation. This is an unconfirmed failure of the bd product as the issue is caused due to the ambient temperatures and an unconfirmed elf. Review of device history record for this instrument was completed and revealed that the instrument passed all inspection tests and was released in good condition. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Service history review was performed for this instrument which revealed previous complaints for false positives resolved by installing new ups. The root cause was due to the ambient temperatures. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory tested. There was no impact to patient. The following information was provided by the initial reporter, translated from spanish to english: identification process of positive vials and operational doubts.